Manufacturer narrative:
Clinical investigation: there is a temporal relationship between the peritoneal dialysis utilizing the liberty select cycler and the patient event of death. However, there is no documentation in the complaint file to show a causal relationship between the death and use of the cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The patient reportedly had heart failure with no options for surgical intervention. The cardiologist had advised the patient¿s heart was ¿not working¿. Cardiovascular disease is the leading cause of mortality in end-stage renal disease (esrd) and can manifest as heart failure which is one of the most frequent. The patient had a history of heart failure. Heart failure present on initiation of dialysis is a strong and independent predictor of short-term (90 days) and long-term mortality. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away while connected to the cycler due to heart failure. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn stated that the patient lived with the granddaughter. The granddaughter contacted the pdrn and reported that on the morning of (B)(6) 2024 911 was called. The reason for calling 911 was not provided to the pdrn. The patient was in treatment connected to the liberty select cycler at the time of the event (unknown phase and cycle). Paramedics arrived and disconnected the patient from treatment. The patient was transported to the hospital and was later pronounced deceased. The granddaughter stated the patient did not have a do not resuscitate (dnr) order at the time of the event; however, the patient¿s cardiologist advised her heart was not working anymore and it was just a matter of time before she passed. The patient¿s family said heart failure was the cause of death. The patient reportedly was not strong enough to survive any surgery. The patient had two prior heart valves operated on when she was younger. There were no reported issues with the liberty select cycler. No additional information was available.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away while connected to the cycler due to heart failure. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn stated that the patient lived with the granddaughter. The granddaughter contacted the pdrn and reported that on the morning of (B)(6) 2024 911 was called. The reason for calling 911 was not provided to the pdrn. The patient was in treatment connected to the liberty select cycler at the time of the event (unknown phase and cycle). Paramedics arrived and disconnected the patient from treatment. The patient was transported to the hospital and was later pronounced deceased. The granddaughter stated the patient did not have a do not resuscitate (dnr) order at the time of the event; however, the patient¿s cardiologist advised her heart was not working anymore and it was just a matter of time before she passed. The patient¿s family said heart failure was the cause of death. The patient reportedly was not strong enough to survive any surgery. The patient had two prior heart valves operated on when she was younger. There were no reported issues with the liberty select cycler. No additional information was available.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There was no evidence of dried fluid present within the cassette compartment and there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A simulated treatment with reduced dwell was performed on the cycler and passed. The cycler underwent and passed a system air leak test and valve actuation test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.